Event description:
Reporter rec'd er1 message twice, the exact dates are unk. She compared the confirmation dot to the color chart and repeated the tests. She reportedly recalls that the results were elevated but the specific value is unk.